Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a patient receiving levodopa/carbidopa via a smiths medical cadd-legacy® duodopa pump modified the doses. It was noted that two doses are needed (morning dose and afternoon dose). However, no further information regarding how much was given was reported. There were no reported adverse effects.